Manufacturer narrative:
Other applicable components are: product ID: 3057, serial# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient stated their leads had broken and they were having them removed the day of the report. It was unknown if the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported or anticipated.